Manufacturer narrative:
(B)(4).

Event description:
The customer reported the device alarmed due to internal battery high. There was no patient harm.

Manufacturer narrative:
Event date: (B)(6) 2015. MFR date: 03/25/2016. Conclusion / root cause: this pm board was tested and no failures were identified.

Event description:
The customer reported the device alarmed due to internal battery high. There was no patient harm.